Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) jammed on expansion and failed to eject. There was no reported patient injury and the patient is free of infectious diseases. The device was used in a lower extremity stenting, femoral artery blockage. The operator is a professionally trained and mature operator. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit using a pin gauge. The result obtained was within specification per the specification. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. Even though a functional evaluation could not be performed, the already deployed state of the unit did not denote any type of abnormal condition to be reported. As expected with deployment, the plug was no longer present and the indicator wire was already retracted as expected for a successful deployment of the unit. A high magnification evaluation was executed to evaluate the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The non-cordis csi returned with the unit was found to be an appropriate size to be used with the returned unit. The reported event of vascular closure device (vcd) deployment difficulty unable" was not observed through analysis of the returned device. The device was received fully deployed with no plug returned. Even though a functional evaluation could not be performed, the already deployed state of the unit did not denote any type of abnormal condition to be reported. As expected with deployment, the plug was no longer present and the indicator wire was already retracted as expected for a successful deployment of the unit. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with no plug. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) jammed on expansion and failed to eject. There was no reported patient injury and the patient is free of infectious diseases. The device was used in a lower extremity stenting, femoral artery blockage. The operator is a professionally trained and mature operator. The device will be returned for analysis.